Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in clinic and the lead was reprogrammed to a new configuration.

Manufacturer narrative:
Concomitant medical products: 3778-60 x 2, pain stim leads, implanted: (B)(6) 2007; 37713, pain stim ipg, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low left ventricular (lv) lead impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.